Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device and a crack was identified in the reservoir connecting tube. The reservoir and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was microscopically inspected and found to be contaminated with bodily fluid; therefore, functional testing was not performed. The pump tubing was cut down to the pump block and not returned for analysis. The pump did pass the leak test performed. Based on the information available, the reported allegations were unable to be confirmed.

Manufacturer narrative:
Corrected d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier, c2/d10 concomitants product therapy.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device and a crack was identified in the reservoir connecting tube. The reservoir and pump were replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device and a crack was identified in the reservoir connecting tube. The reservoir and pump were replaced. There were no patient complications reported.